Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the surgeon implanted the 33-lt-3912 (apod prime implant) to the spinplate 21-11-3914 during a spinal surgery procedure. When he attempted to rotate the spinplate, one of the tabs broke off so he could not spin the spinplate. He elected to remove the entire implant and spinplate and insert spare implants that were available.